Manufacturer narrative:
Company rep evaluated the unit and replaced the pc board and nibp module. Unit was calibrated and tested to factory's specifications.

Event description:
Customer reported an issue with the accutorr v monitor, which may have affected spo2 monitoring. No pt injury was reported.